Manufacturer narrative:
The field service engineer (fse) executed carry over testing and determined that there was carryover on reagent probe c and the cc sample probe. These probes, as well as the collar washes, were replaced. The repair was confirmed by executing a twenty sample precision study as well as a quality control (qc) assessment with acceptable results. The instrument was repaired and returned into service. Since service, there have been no additional calls from the customer regarding high tg results.

Event description:
The customer reported that on (B)(6) 2011 erroneous, high triglyceride (tg) results were generated from a unicel dxc 600i synchron access clinical system for three pediatric patient samples. The initial, erroneous results were reported out of the laboratory. The results were questioned by the associated physician and the results were rerun on the same instrument. The repeat results were lower for all 3 patients. Amended reports were issued. Although the erroneous results were reported out of the laboratory there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer was not questioning any other analyte results. Instrument tg quality control (qc) results before the event met customer established specifications. No additional system information was provided by the customer. No additional patient information of sample collection/handling information was supplied by the customer.